Event description:
The physician reported that the nosecone separted from the catheter. No patient implications.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of complaint files determined filing.